Event description:
A customer reported a cartridge alarm 20 that occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer planned to continue using the current pump and expressed interest in obtaining an out-of-warranty loaner pump.